Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was no longer functional. Reportedly, the screen would no longer illuminate. During troubleshooting with tandem technical support the screen illuminated, but was unresponsive to presses. Customer's blood glucose level was 220 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.